Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm occurred during basal delivery. Customer¿s blood glucose level was 164 mg/dl. Customer declined tandem technical support follow up to confirm backup therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.